Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fresenius liberty select cycler that was giving the a m65 scale reading error during a patient¿s treatment. The patient contact requested a replacement cycler and advised that the patient was currently in the hospital. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental reported will be submitted.

Manufacturer narrative:
Clinical investigation: currently, the cause of the patient¿s hospitalization is unknown despite multiple attempts to gather additional information. Lack of enough information precludes a meaningful assessment as to the nature of the patient¿s hospitalization event. Therefore, the completion of a clinical investigation cannot be completed at this time. Currently, there is no objective evidence that any fresenius device(s) caused or contributed to a serious adverse patient outcome.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the heater tray was making contact with the top cover cabinet across the entire edge. During treatment set-up, improperly received ¿insufficient fluid in heater bag¿ message. The go/ no go gauge check passed. The load cell verification failed. The diagnostic ¿ a to d --¿ load cell value was improperly drifting. Troubleshooting of the m65 alarm showed that in the internal inspection of the cycler, the load cell beam was improperly at an angle on the load cell bracket. After straightening the load cell on the bracket and adjusting the position of the load cell bracket, the heater tray was no longer touching the cycler cabinet top cover. There were no other discrepancies encountered in the internal inspection of the cycler. After adjusting the load cell beam and bracket, an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. After adjusting the load cell beam and bracket, the load cell verification was within tolerance. The system air leak test passed. The valve actuation test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.